Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not communicating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is not communicating. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional contact details: phone number: (B)(6). Getinge field service engineer (fse) checked and new executive processor board installed. Firmware didn't load correctly. Screen is black and will not communicate with executive process board. New board on order. On 2-3-3 replaced 2 executive processor boards, first replacement software didn't load correctly and necessitated a second executive processor board, replaced video driver board, tidal volume disk, one battery due to expiration. Complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Replaced battery at prescribed preventive maintenance interval. The failure analysis and testing department received the following parts associated with this complaint: kit, spv video gen. Board (part of kit), edm upper display monitor board (part of kit), spv exec. Processor board, these parts were received with a reported unit failure message of unit not communicating. Performed visual inspection of these parts received and parts looks to be in condition. Installed the video gen. Boards kit and exec. Processor board into the cardiosave test fixture sn: (B)(6) and tested together and separately to the factory specifications per pn: 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of unit was not booted up while tested following parts: kit, spv video gen. Board (part of kit), edm upper display monitor board (part of kit), the failure analysis and testing department could not verify the failure of unit not communicating while tested exec. Processor board: pn: 0670-00-0770, sn: (B)(6). Following boards failed testing: kit, spv video gen. Board (part of kit), edm upper display monitor board (part of kit), sending video gen. Boards kit to the supplier for failure analysis as per procedure 0002-07-d008 rev an. Following board passed testing: spv, sending exec. Processor board to the supplier as per procedure 0002-07-d008 rev an. The failure analysis and testing dept. Received the following boards from the suppliers: upper display monitor, edm pcb, exec processor_spv the failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The supplier for upper display monitor_edm performed testing of the board. Results of testing is good and no abnormalities were detected. Board was no defect found. The supplier could not replicate he failure of the unit not communicating. The board passed testing. The supplier for pcb, exec processor _spv performed in circuit testing. The board passed all testing. The supplier could not replicate the failure of the unit not communicating. The board passed testing. The failure analysis and testing dept. Tested each board separately and together. The failure analysis and testing dept. Installed upper display monitor_edm into the cardiosave test fixture serial number: (B)(6) and tested the board to factory specifications per procedure number: 0002-07-d016 revision e and the cardiosave service manual part number: 0070-00-0639 revision r. The board passed testing. The failure analysis and testing dept. Installed pcb, exec processor spv into the cardiosave test fixture serial number: (B)(6) and tested the board to factory specifications per procedure number: 0002-07-d016 revision e and the cardiosave service manual part number: 0070-00-0639 revision r. The board passed testing. The fat then proceeded to test both boards together . The boards passed testing. Retaining the boards in the fat per procedure number: 0002-07-d008 rev.aq. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The fat dept. Received video gen. Board _spv from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Supplier investigation: during the initial visual inspection, it was found that j23 is cracked and c255 has a loose base. The ict test was conducted and passed successfully. However, the fct test encountered a touchscreen error. There is suspicion that component u41 might be faulty. Please see attached report received from supplier. Retaining this board in the fat dept. Per procedure: 0002-07-d008 rev aq. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.